Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2008: some vaginal discharge. Plan - advised follow-up in 3 months for check up. (B)(6) 2008: some frequency, voiding up to every two hours both during the day and at night. Plan - she is not interested in taking medications for frequency so she was asked to follow-up on as needed basis. Reviewer's comment: medical records further to (B)(6) 2008 are not available for review to know the health status of the patient. Per pfs, patient stated that she had complained of mesh falling and dr. (B)(6) had tried to put a donut pessary to hold up the mesh which did not work. The date of this in-office procedure is unknown. (Medical records are not available to substantiate the same)